Event description:
It was reported there were 3 more attempts to remove the abutment screw until the 4th attempt led to the implant removal.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, certain® titanium hexed screw for evaluation. Visual evaluation was performed. Signs of use, damage to the implant was identified. A fractured screw was identified inside implant. This complaint refers to the iuniht, certain® titanium hexed screw. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental: functional : fracture : screw.) The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was that the torque applied during placement/seating exceeds recommended value, clinician incorrectly engages abutment screw into implant, patient factors. Therefore, based on the available information, a device malfunction did occur. Signs of use, damage to the implant was identified due to the removal process. A fractured screw was identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. D6a. Placement date unknown / not provided. D6b. Explantation date unknown / not provided. D10. T3pt5413, t3 pro tapered implant 5/4mm (d) x 13mm (l) / 2022030608. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the abutment screw fractured at implant tooth site #5. After multiple attempts to remove from implant, the implant was removed.